Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a severely calcified, 90% stenotic lesion in the rca. No pt injuries or complications were reported.